Event description:
External pacing was administered to a pt during a transfer from one hospital to another. The pt was diagnosed as bradycardic. When the device was moved, pacing allegedly stopped for no apparent reason. After pacing was restarted, the device was again moved and pacing again allegedly stopped. A backup device was made immediately available and used with no other problems reported. There were no adverse effects to the pt reported as a result of the alleged malfunction.